Event description:
The pt had a pump implanted in (B)(6) 2010. The dosage was reportedly "beyond 500 or so." Over the past month, the healthcare professional had been increasing the medication dose and not seeing a great effect. A CT scan was done and results showed that the catheter was not in the intrathecal space. A revision of the spinal segment was performed on (B)(6) 2011. Upon opening up the back incision, it was noted that the catheter was out of the intrathecal space at about the t4 level and coiled in the back. The butterfly anchors were still intact and both sutures were still in it. Following the revision, the pt was doing fine. It was noted that prior to the revision, the medication dose was decreased to the minimum rate of 96mcg/day and the pt was maintained on that rate and post-operatively until the neurologist could start to increase her dose. The medication being delivered via the device was baclofen. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).